Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip, causing misalignment of the grip-tips causing issue reported by the customer. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the medium-large clip applier instrument was bent and would not close the clip properly. The instrument was inspected prior to use and the bent tip was not observed. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp on a vessel or tissue bundle. The issue was related to incomplete closure of the clip. The medium ligaclips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved with a backup clip applier instrument.